Event description:
It was initially reported that the patient's symptoms were getting worse. The patient could feel a buzzing or vibrating sensation from the device. She has not gotten a benefit from the device therapy even though there were days where her nausea was a lot better. The patient felt her issues were not just with her stomach, but also related to her large and small intestine and colon. The vibrating started toward the end of may when the patient's settings were increased pretty high. The device was hot at the patient's last appointment so the voltage was turned down but the cycling of the stimulation was left high. The patient never noticed the device site was hot, as she rarely touched it. It was also reported that the patient felt a painful sensation at the implant site about a week ago, wherein it felt kind of warm but the patient was not quite sure. The patient was still feeling the vibrating but not the pain so much. Subsequent information received reported that the patient was nauseous and vomiting and that the device was vibrating and zapping as well as heat and pain at the implant site for the past few weeks. She had an appointment to meet with the physician and manufacturer representative to turn the device off, but the representative was not there. Further information received reported the patient was going to the medical center to have the device turned off today. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was unknown and it was noted that "the patient complains of pain to stimulator site." There were no abnormal impedances to report and it was unknown if the event was due to the device. It was noted that on (B)(6) 2012, the patient had an x-ray, abdomen view, which showed the device and leads in place. On (B)(6) 2012, the patient had reprogramming done, wherein the device settings were increased, the pulse width increased, rate increased from 28 to 42 and the patient was feeling better. The patient did not require hospitalization and the patient recovered without sequelae. It was noted that the patient had another doctor's office visit in (B)(6) 2012 and the patient was stable at this time and there were no other issues observed.

Manufacturer narrative:
Product ID 435135, serial# (B)(4). Product type lead; product ID 435135, serial# (B)(4), product type lead. (B)(4).